Manufacturer narrative:
The company analyzed the mea system's treatment data file associated with this event. The conclusion of the analysis was that the mea system was functioning within operating specifications at the time of the treatment, and no malfunctions or performance deviations were present. The company continues to try to retrieve the applicator from the facility.

Event description:
Mea with reusable applicator performed without observed complications. User facility reported thermal injury to adjacent tissue, requiring surgical intervention.